Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump kept alarming compromised force sensor system. The customer's reservoir was low at the same time the alarm was occurring. The customer's blood glucose was 297 mg/dl. Troubleshooting was done. The customer explained that insulin was squirting out during the manual prime process. The customer was unable to exit the "preparing to prime" loop. The customer stated that the drive support cap of her insulin pump was protruded. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.